Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old patient had a mentor smooth round moderate profile 475cc saline prosthesis implanted. Right sided deflation was diagnosed through mammography and a physical examination post procedure. At the time of this report mentor received no information an expected explantation date, however future explantation is indicated.

Manufacturer narrative:
On 10/30/2018, mentor learned that patient noticed the issue on 7/1/2018 and it was confirmed by the physician during a consultation on 8/22/2018. (B)(4).